Manufacturer narrative:
Investigation: a device history record review showed no rejected inspections or quality issues during the production of the reported batch number. Three photograph samples were provided for evaluation by our quality engineer team. Upon examination, dark foreign matter was observed throughout the grip of the reported product. Since no physical sample was provided, the foreign matter could not be identified and therefore a root cause could not be determined. The proper personnel have been notified of this issue.

Event description:
It was reported that foreign matter was observed in a bd insyte¿ autoguard¿ bc shielded IV catheter before use. There was no report of injury or medical interventions.